Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corner, broken battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 108 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.